Event description:
It was reported that a pt underwent total vaginal mesh procedure by another physician in 2006. On an unk date, the pt experienced an erosion of the mesh and infection of her vaginal wall. The pt underwent three surgical procedures to remove the device. The pt had excruciating pain with defecation prior to removal of the device, and now, has vaginal narrowing which precludes intercourse. The device explant date was reported as 02/2007. No further event info is available.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.